Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported feeling the sensation that you are turning the machine up when walking through security at stores (overstimulation). They said their ins was just doing it when they went to one store, but now it is occurring at two others. The patient said their ins did help until they started doing their own grocery shopping; when they walked around in the grocery store, it seemed like it wasn't working at all. The patient said it seemed like they had to go to the bathroom, but they should be able to make it 3 hours between bathroom trips. The patient also thinks there is something wrong with the patient programmer (pp), because when they try to advance it, it won't go anywhere; they also don't leave the batteries in their patient programmer (pp) because it seems to drain them quicker if they do. During the call, the patient synced to their ins which showed they were on program 1 at 2.9v; stimulation was on. As a result of what was reported, they were redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.